Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopy procedure, the tip part was missing when the device was being pulled out from the port. The hospital staffs were reminded several times, but they stated that during the operation of the thoracoscopy, it is inevitable that the device sticks on the tip of the trocar. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Additional information: (malfunction), evaluation summary: the product was not returned, however, a picture was provided by the customer for analysis. The product in the picture did not meet specification. Visual inspection of the picture sample found the bottom jaw was missing plastic overmold. The disengaged plastic was retrieved. The reported condition was confirmed. The investigation of picture sample found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use(IFU) states, close jaws using device lever before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic esophageal tumor excision surgery, the tip part was missing when the device was being pulled out from the port. The hospital staffs were reminded several times, but they stated that during the operation of the thoracoscopy, it is inevitable that the device sticks on the tip of the trocar. Broken pieces used in the case was being retrieved and returned. The procedure was completed with another device. There was no patient injury.